Manufacturer narrative:
Other relevant device(s) are: product ID: 8709sc, lot/serial# (B)(4), implanted: (B)(6) 2010, product type: catheter; ubd: 22-oct-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 2,000 mcg/ml of lioresal at 350 mcg/day via an implantable pump for intractable spasticity. It was reported the patient had a hip surgery earlier in the year and noticed an increase in spasticity within the last few months, relative to (B)(6) 2019. It was noted the patient had also experienced withdrawal symptoms along with the increased spasticity. A catheter dye study was done (B)(6) 2019 and revealed the catheter was fractured at the site of the catheter anchor. The physician programmed the pump to minimum rate. The issue was currently not resolved, as of (B)(6) 2019. It was indicated that surgical intervention was planned but not yet scheduled. The patient's status was provided as alive - no injury. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the company representative (rep) indicated they had no further information at this time regarding if any further actions had been taken or planned to resolve this issue. The information had been confirmed with the physician.